Manufacturer narrative:
Product is not available for return or evaluation. Therefore, this event is reported solely on the information provided by the customer. A review of the complaint database revealed similar events reported with adhesive issue. Majority of these complaints are from amazon feedback and product is not returned, therefore, root cause could not be determined. Possible root cause is user error. The instructions for use were reviewed and appear to be adequate for use of this product. Aquaguard is intended for showering only and is not recommended for submersion under water. Aquaguard is not a replacement for primary dressings. For best results, a caregiver should apply the aquaguard product to the patient. Apply aquaguard to clean dry skin. Do not use lotion or cream before applying. Do not lift and/or attempt to reposition aquaguard after placement. Do not use if punctured or showing signs of wear. Aquaguard is a single use product. If reused, it may not provide an effective barrier while showering. If sensitivity or irritation develops discontinue use. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file: (B)(4).

Event description:
December 2024 amazon reviews: 1. I read the reviews and bought this anyway. Lucky for me, I bought it as a secondary barrier to be used on top of another waterproof covering. I covered my incision sites on my knee with gauze and a different brand of waterproof covering. Then I used this one as a second layer of protection. The only selling point for me on these was the large size. I read the bad reviews and decided to go ahead buy them anyway since I knew I would not be solely relying on them to keep my incisions dry. As soon as water hit it, it started coming off. I was very careful about not letting water run down that leg, so minimal water got in, but I don't give credit to the product for that. Don't giving it 2 stars because in my case it was bought more for peace of mind since I was using a second covering along with it and the large size is good, if it would only stay put. 2. These do not stay on in the shower and allow your wound to stay dry. It always gets wet. 3. This did not stay on at all no matter how clean the skin is. It just comes off in the shower even though the shower never directly contacts the sheet. 4. This product doesn't stick to the skin all the way. Waste of money.